Event description:
On (B)(6) 2012, the reporter contacted lifescan (lfs) (B)(4) on behalf of her husband (the patient) alleging an unknown error message issue with a one touch verio meter. She also alleged that the meter had a battery indicator issue. On (B)(4) 2012, a lfs representative contacted the patient directly and obtained follow-up information. The patient tests his blood glucose (bg) once a week. His normal bg levels are around "8.0 mmol/l." The patient manages his diabetes with pills, and diet and/or exercise. He was unable to provide the names of his pills. The patient has a history of anemia, vertigo, and a stroke. The reporter indicated that the alleged issues started on an unspecified date/time 4 weeks earlier. As a result of the alleged issue, the patient administered self-care by consuming less food/drink(s) on (B)(6), 2012. At an unknown time after the alleged issue began, the reporter claimed that the patient developed symptoms of lethargy, having less calcium levels, anemia, asthma, severe hearing loss, and increased blurred vision. During the follow-up contact with the patient, he admitted that he had the symptom of blurred vision for 3 years. Initially, the reporter claimed that the patient received unspecified tablets as treatment from a health care professional (hcp) because of the alleged issue. However, during the follow-up contact, the patient denied that he received any additional treatment or tablets because of the alleged issue. The patient reportedly visited his doctor during the time of concern as part of a routine health checkup and due to an unspecified ear problem. He denied that his bg was tested on another device during the doctor's office visit. The alleged error message issue was unresolved with troubleshooting. The meter and test strips were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient alleged that the meter had an unknown error message issue that was not resolved with troubleshooting. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. During the time of concern, the patient visited a doctor but did not receive any additional treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.